Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
(B)(6) 2013 - corrected the event date. The kentrox lead was capped in the returned state. The analysis of the lead fragments showed a conductor fracture of the rope conductor to the rv shock coil in the df-1 connector. This defect manifestation is probably a result of strong kinking and pressure stresses in the area of the df-1 connector. Other damage at the kentrox lead is probably due to the explantation. The cause for the complaint about the kentrox lead could not be identified. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors for either the kentrox or the linox lead.

Event description:
Ous MDR - the associated lead was removed for oversensing and at that time, this lead was also removed. This lead had been deactivated on (B)(6) 2011, also for oversensing. Both leads were returned for analysis and there were no adverse pt effects reported for this pt.